Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.

Event description:
It was reported, the customer experienced elevated blood glucose levels (200-800 mg/dl). Customer increased the basal setting.